Event description:
The customer's father called to report no delivery alarms with the insulin pump. The father then stated that the customer was hospitalized for high blood glucose levels over 400 mg/dl. The customer also had a cold. The father stated that the customer changed the infusion sets, but the blood glucose levels remained high. The father also stated that the insulin pump had a blank screen when the customer attempted to change the battery. Troubleshooting could not be performed because the father did not have the insulin pump with him. The father later called stating that the medical doctors wanted the insulin pump replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.